Event description:
According to user facility, this product was chosen for use with patient admitted to hospital with burn damage to chest and throat. The user facility reported that the experienced difficulty intubating the patient due to the alleged instability of the obturator. Following intubation using the listed device, the clinician experienced difficulty with the locking mechanism on the adjustable flange. Emergent replacement of the tracheostomy tube was required.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.